Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard IV solution set was leaking below the drip chamber during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water leak testing was performed and revealed a leak through the junction of the tube and chamber junction. A pull test was performed at this location and resulted in the disconnection of the pip of the chamber from the rest of the chamber. The pip of the chamber was still inside the tubing of the set. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.